Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to pain and prior vaginal mesh placement. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2010 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, right leg numbness and cramps. It was reported that the patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) to repair a vaginal laceration. The report states that the patient ¿presented to the office approximately 6 days after surgery stating that her boyfriend had sex with her while she was sleeping and she was having pain and bleeding¿. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to pelvic pain, vaginal discharge and recurrent stress urinary incontinence and status post a miniarc sling was performed.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.